Manufacturer narrative:
Date of birth - birth year provided: 1965. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device insertion sheath was found kinked while planning to insert the locator. The plan was to conduct a femoral artery closure. They stopped use of the device and changed to a new angio-seal device of the same size. The following procedure went on well and no harm was found on the patient. The involved product was not used in the patient, and the patient was in stable condition. There was no patient injury or surgical intervention. Additional information was received on 06feb2020. The sheath size used was 8fr. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Additional information received on 07feb2020. The procedure performed for the patient prior to the use of the angio-seal device was a peripheral intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.